Manufacturer narrative:
Complaint of crack on filter on item lat-mc330310 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a 14" (36 cm) set de extensión con filtro de 1.2 micras, microclave¿ clear, pinza, luer giratorio, where it was reported the patient's parenteral nutrition was leaking, and sheets were wet. The catheter, insertion site and dressing are checked, which were in normal conditions. The catheter was well implanted and had no signs of leakage. When checking the parenteral nutrition administration equipment, a 1.2-micron filter was observed to be in bad condition. It was reported that there was a crack where the parenteral nutrition was coming out. The filter was replaced and therapy continued. The event occurred during patient use, however, there is no patient harm reported.